Event description:
Alleged the siderails were not latching.

Manufacturer narrative:
The hill-rom technician indicated the siderails would not latch in the raised position. The hill-rom technician found the dampener extension and pushed tubes were worn causing the siderails to not latch. The service manual documents a function check for the siderail as part of preventative maintenance. The procedure includes ensuring proper latching and down storage of the siderail. Repairs should be made as necessary.